Event description:
The customer contact reported concurrent delivery. The tubing set was being used to deliver normal saline at a rate of 20ml/hr on the primary line via symbiq pump. At an unspecified time, a secondary tubing set was connected to the primary tubing set to deliver an unspecified concentration of kefzol at a rate of 120ml/hr. The primary solution container was lowered below the secondary container. At this time, the nurse reported the primary and secondary solutions were delivering concurrently. The primary solution container was lowered further below the secondary solution flowed. There were no reported adverse patient effects. No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
The customer contacr indicated the device was discarded.